Manufacturer narrative:
Additional information was received that the native anatomy was a severely calcified bicuspid aortic valve which could have contributed to the infold. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve did not appear to be fully expanded on the non-coronary cusp (ncc) to the right coronary cusp (rcc) so a post-implant balloon aortic valvuloplasty (bav) was performed with an 18 mm balloon. Incomplete valve expansion can be affected by patient anatomical factors such as calcification location and levels or procedure related factors such as valve positioning. In this case, the under-expansion is likely attributed to patient anatomical factors as it was stated that the patient had a severely calcified bicuspid native aortic valve. However, a root cause for this issue could not be conclusively determined. Valve dislodgement events are typically not related to a device malfunction but may be influenced by potential factors such as, tension applied on the dcs during positioning, patient calcification levels and compliance of the aorta and native vessels. Based on the information received, the valve dislodgements were due to external factors. The first valve dislodged because it was caught by the balloon as the balloon was being removed after the bav. However, without procedural imaging to review, the root cause of the dislodgement could not be confirmed or determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve remains in the patient, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted approximately 0-1 millimeter (mm) on the ncc side and 6 mm on the left coronary cusp (lcc). The valve was not fully expanded on the ncc to the right coronary cusp (rcc) and a post balloon aortic valvuloplasty (bav) was performed using an 18 mm balloon. Fluoroscopic images confirmed that the frame was slightly expanded. As the balloon was removed, it caught the strut on the inflow of the valve and caused the valve to dislodge out of the annulus. The valve was snared upwards to ensure blood flow to the coronary arteries. A second valve was implanted at a depth of 0-1mm on the ncc and 4mm on the lcc. The inflow of the first valve dislodged towards the ascending aorta and constrained the outflow of the second valve. An echocardiogram confirmed a maximum flow velocity of 2.7m/s. No additional treatment was provided, and no additional adverse patient effects were reported.